Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced abdominal pain after the implant. The physician believes the pain is due to possible inflammation as during the procedure, the lead kept going towards the left. The pt was started on steroids for a week. The pt was successfully programmed and reports effective coverage in the desired pain pattern.